Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that after a novasure endometrial ablation a laparoscopy was performed and "two slight blanch marks were noted on the outside of the uterus." No perforation or bowel burn present. No treatment was provided to the blanched areas and no additional hospitalization was required.